Event description:
It was reported the manufacturer representative (rep) saw the patient 1-2 weeks post implant and at that time the patient was having an issue getting coupling bars, but the implantable neurostimulator (ins) site was not completely healed. There was some inflammation. The most bars the patient would get was 2 on the recharger. The manufacturer representative was on the way to meet the patient at the physician¿s office for a recharging issue. Additional information was received on (B)(6) 2015 indicating that the incision healed normally. The patient was trained and able to demonstrate effective recharging. The ins was implanted too deep and it was determined to be the cause of the event. The patient could not charge normally but they were receiving effective therapy. The patient would be revised on (B)(6) 2015. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was receiving effective therapy since her new ins was implanted.

Event description:
Follow up information received confirmed that communication could not be made between the clinician programmer and the ins intraoperatively. The patient was still unable to charge normally and was not receiving effective therapy. The patient was scheduled to have a revision and an ins battery replacement procedure on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# j0546829v, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).